Manufacturer narrative:
The device remains implanted. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that during threshold testing of this cardiac resynchronization therapy defibrillator (crt-d) with this zoom latitude programmer on a pacemaker dependent patient, there was loss of capture. An attempt to end the test was made, but the programmer continued to decrement down for greater than two seconds. A boston scientific technical service consultant advised not to use radio frequency (rf) telemetry on pacermaker dependent patients but to use wanded telemetry only. There were no other adverse patient effects reported.